Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 26, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half and with a detached haptic. The lens was cleaned and, no issues that could contribute to or cause the complaint issues. Based on the return condition of the lens, no further product evaluation could be performed. A product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted."

Manufacturer narrative:
Date of event: the exact date is unknown. The customer stated it's between august 30, 2022 through september 27, 2022. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the jnj intraocular lens was explanted from the patient's right eye due to them experiencing halos, glare and starbursts with night driving. The replacement iol is model diu150 22.5 diopter. Reportedly, the date of the first symptom was around august 30, 2022 through september 27, 2022. There was no patient injury or medical intervention such as capsule tear, vitrectomy, incision enlargement or sutures. The patient is happy as the glare and halos are much improved. No further information was provided.

Manufacturer narrative:
Corrected data this is to correct the initial submission section d6a, if implanted, give date: it is blank but should be (B)(6) 2022. Section g4 (PMA/510(k) number): is blank but should have been p980040 section g4 combination product: is blank but should have been no. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.